Event description:
A caregiver reported that the customer received low glucose results from an abbott diabetes care (adc) device. The customer received unspecified a low glucose adc device scan results in comparison to unspecified readings on a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. Due to lower scan result on 24nov2025 the customer self-treated with glucose orally. On 25nov2025 the customer experienced of vomiting, collapsed, dizziness, fell few times, a loss of consciousness, and was unable to self-treat. The customer was taken to the hospital, and an hcp obtained a glucose result of 400.0 mg/dl on hcp meter in comparison to an adc device scan of 52.0 mg/dl. When the provided results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The length of the wear was 1 day. Then an hcp removed the adc device and treated the customer with unknown treatment and unspecified painkillers for a diagnosis of diabetic ketoacidosis (dka). The customer remained in hospital several days for further observation. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. This also serves as a correction report section h11 (additional mfg narrative) was incorrectly documented in initial report. The correction has been made in this report. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer received low glucose results from an abbott diabetes care (adc) device. The customer received unspecified a low glucose adc device scan results in comparison to unspecified readings on a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. Due to lower scan result on (B)(6) 2025 the customer self-treated with glucose orally. On (B)(6) 2025 the customer experienced of vomiting, collapsed, dizziness, fell few times, a loss of consciousness, and was unable to self-treat. The customer was taken to the hospital, and an hcp obtained a glucose result of 400.0 mg/dl on hcp meter in comparison to an adc device scan of 52.0 mg/dl. When the provided results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The length of the wear was 1 day. Then an hcp removed the adc device and treated the customer with unknown treatment and unspecified painkillers for a diagnosis of diabetic ketoacidosis (dka). The customer remained in hospital several days for further observation. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.